Manufacturer narrative:
One level 1 h-1200 fast flow fluid warmer was returned for analysis in good condition. There was no observed physical damage to the unit upon visual inspection. A four-hour run of testing was performed; disposable filter and device did not alarm. Based on the evidence, there was no problem found as the complaint was not confirmed. However, an additional issue was found, a crack in the return tube.

Event description:
Information was received indicating that the check disposable alarm to a smiths medical level 1 h-1200 fast flow fluid warmer continually occurred during testing. There was no reported patient involvement or adverse effects.